Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the act button was intermittently responsive. Customer reported that the device was dropped onto cement prior to the alarm occurring. Blood glucose level at the time of the incident was 473 mg/dl, which was treated with a manual injection. The customer also stated that the device was cracked near the screen. Blood glucose level at the time of this incident was under 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.